Manufacturer narrative:
Hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - one unit was returned and upon visual inspection, it was found that the guidewire was unraveled. About 5.5 cm of the distal end did not unravel; this part had broken off from the rest of the wire. The entire length of inner core cable was broken-off from the distal end (welding point at tip of guidewire). This was confirmed by measuring the length of the inner core cable which is approximately 1 meter long. This breakage mode observed is consistent with other units evaluated for the same condition. The complaint is considered confirmed. Root cause - the root cause is most likely related to the guidewire¿s end getting trapped on something (e.g., the tuohy needle if not previously removed or a vertebral bony process) and a force exceeding the break strength of the product (2.75 pounds) being applied, causing the breakage. A supplier corrective actin request (scar) was issued to the supplier to perform an in-depth evaluation of the reported condition (broken/unraveled guidewire).

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when they introduced the hermetic lumbar catheter, closed tip (ins5010) into the spinal space, but when they reached the right position and had to take out the stylet, the stylet suddenly broke. The medical staff ran the risk that the broken stylet could stay into the patient, but the csf pressure pushed out the piece and cut the catheter. The medical staff managed to remove it completely, and the patient was not injured. The event led to increased surgery time for 30 minutes.